Event description:
Physio-control was performing a periodic inspection and maintenance of the facility's devices. While performing inspections, physio observed that the device failed to deliver a selected energy level of 100 joules, only delivering 42 joules. No patient involvement was reported with this event.

Manufacturer narrative:
Physio-control replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly but could reproduce the malfunction and could not determine root cause.